Event description:
Additional information received from the patient reported he had notified his hcp about the device not working. He indicated no change in circumstances led to the device not working, it simply would not charge and had been causing substantial debilitating pain. The patient was trying to get it removed and noted the issue had not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant the patient had pain in the area of the implantable neurostimulator (ins) and it was sensitive. The patient noted that the pain started about three months prior to the report but in the last two to three weeks prior it had gotten very severe. The patient also noticed that their coordination had been off since three months ago as well. It was noted that the patient fell two to three weeks prior to the report. At the time of the report the patient¿s pain was at a 9.5 and had an appointment scheduled with their healthcare provider (hcp) for the following week. The patient¿s status at the time of the report was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information received reported the patient still had concerns about the device or therapy. The patient talked to medical personnel, but they did not have a manufacturer¿s representative available. Additional information was received from the patient on 2016-03-09 stating that they were trying to have the implantable neurostimulator (ins) removed, but their health care provider (hcp) wanted to have a magnetic response imaging (MRI) conducted first. However, the ins was not working, and they were requesting that a company representative (rep) come out to restart the device. The therapy had helped the patient for 8-9 months, but then they had problems with it not working and wanted the device removed. They were going to follow up with their hcp. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.